Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using a penumbra smart coil (smart coil). During the procedure, while advancing the smart coil into the target vessel using a non-penumbra microcatheter and over a stent device, the physician experienced some stiffness and the microcatheter was kicked out the aneurysm. Therefore, the physician retracted the smart coil into the microcatheter and repositioned the microcatheter. The physician then re-attempted to advance the smart coil into the aneurysm; however, the physician experienced stiffness again around the proximal end of the smart coil and the microcatheter began to kick back. Therefore, the smart coil was removed and the procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.